Event description:
Caller alleged discrepant results compared with the lab. Results were not provided by the caller.

Manufacturer narrative:
Caller alleged discrepant results compared with the lab. Results were not provided by the caller. Insufficient informaiton available. No conclusion can be drawn.